Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 261, 108 and 148mg/dl. Tests were done within 10 mins. "Pt using expired control solution" and "initial back to back test were done using the same blood from same finger prick." Pt did not experience any adverse events. No further info has been reported.